Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system, the device experienced foreign matter within the fluid path. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: in the thoracic surgery department, foreign bodies were found in the anterior segment of the indwelling needle catheter during pre-use examination. The foreign bodies were white and transparent and could not be wiped away. Complaint reply letter, green settlement of claims.

Manufacturer narrative:
H6: investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system, the device experienced foreign matter within the fluid path. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: in the thoracic surgery department, foreign bodies were found in the anterior segment of the indwelling needle catheter during pre-use examination. The foreign bodies were white and transparent and could not be wiped away. Complaint reply letter, green settlement of claims.